Event description:
Reporter noted system failure occurred after completing phaco and switching to irrigation/aspiration. Surgery was prolonged about 15 mins while system was changed-out. There was no pt injury reported.